Event description:
It was reported that a patient presented with high pacing impedance due to suspected fracture noted on the left ventricular lead. No intervention or adverse patient consequences were reported.